Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The customer stated that he had a lung infection, which caused his glucose level to rise. The customer experienced vomiting and nausea. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The customer stated that after being released from the hospital he changed the basal rates up to 1.0 unit, and he may under estimate the carbs for his lunch causing the actual high glucose. The customer called back to perform the high pressure test and passed. No further information was provided.